Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer reverted to manual injections for insulin therapy. Supply changes were performed to address the alarms. Customer's blood glucose was in the low 300 mg/dl range.